Event description:
Dealer reports broken tip. On (B)(6) 2014, doctor reports no harm done, tip was instantly retrieved by suction, no chance for swallowing. On (B)(6) 2014, doctor reports he has no idea when event occurred (within the past six months) or which patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.